Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 230 mg/dl to 300 mg/dl. The customer took bolus via the pump to stabilize bg level. The customer stated to be unsure of the cause of high bg. During troubleshooting with tandem technical support, the customer noted air bubbles. The customer was able to expel air bubbles by performing fill tubing.